Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab. The results of a sample evaluation revealed that the tip of the spike was bent inward. A root cause was not identified due to insufficient information. A batch review was not performed due to insufficient lot information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report originated out of (B)(6). The spike bent while the set was being connected to the extraneal uv twin bag (2l). There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.